Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include; kinks, leaks, blockages or component failure. The IFU offers further guidance. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that the full canister alarm activates when the canister is not full and sometimes the canister has not received any exudation. The problem was resolved by changing the canister by another one, with different batch.